Event description:
The customer reported difficulty filling the infusion set cannula, and that his insulin pump alarmed no delivery. During troubleshooting the customer used the same reservoir with a new infusion set, and there was still an issue with the prime, so it was advised there was an occlusion of the reservoir. The reservoir and infusion sets will be replaced, along with the insulin pump due to a black dot reported on the insulin pump. The customer's reported blood glucose value was 311 mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.